Manufacturer narrative:
Site sample status was not received. Root cause non-assignable (complaint not confirmed). This investigation was conducted for an unknown lot number lower back/hip 8 hour product. There was limited device specific. Conclusion: this investigation was conducted for an unknown lot number lower back/hip 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation.

Event description:
Event verbatim [preferred term] blisters had formed where the sticky tape made contact with my skin/leaving me in an oozey, blistering different kind of hurt [blister], blisters had formed where the sticky tape made contact with my skin/ the doctor was sure that it happened from the 'sticky' from the thermacare wraps [device issue], , narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported that "always been a fan until you discontinued the wraps that were held in place by the stretchy belt. But pain was so bad last weekend (B)(6) 2016, I buckled and bought 3 multi-use wraps. When I applied them, none of them overlapped. Much to my joy, the wraps relieved it! However, the next day I felt a wet trickle down my lower back. Much to my horror, blisters had formed where the sticky tape made contact with my skin! Agony!! The doctor was sure that it happened from the 'sticky' from the thermacare wraps! Ever had this problem come up before??? Thought you should know! I really can't ask for a refund because your product works above and beyond. However, it also worked in a way it was not supposed to or warned about, leaving me in an oozey, blistering different kind of hurt! Please bring back the thermcare packs with the belt! Thank you." The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to the product quality complaint group product description: thermacare lower back & hip (bonus 2 + 1 CT carton), site sample status was not received. Root cause non-assignable (complaint not confirmed). This investigation was conducted for an unknown lot number lower back/hip 8 hour product. There was limited device specific. Conclusion: this investigation was conducted for an unknown lot number lower back/hip 8 hour product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a trend identified related for the subclass adverse event safety request for investigation. No follow up attempts possible. No further information is expected. Lot/batch number can not be obtained follow-up (B)(6) 2017): follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2016: this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (B)(6) 2019: follow-up attempts are completed. No further information is expected. Follow-up (B)(6) 2020: new information received from a product quality complaints group includes: investigation result. No follow up attempts possible. No further information is expected. Lot/batch number can not be obtained.

Event description:
Event verbatim [preferred term] blisters had formed where the sticky tape made contact with my skin/leaving me in an oozy, blistering different kind of hurt [blister] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap) via an unspecified route of administration from (B)(6) 2016 at an unspecified dose for pain. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported that "always been a fan until you discontinued the wraps that were held in place by the stretchy belt. But pain was so bad last weekend ((B)(6) 2016), I buckled and bought 3 multi-use wraps. When I applied them, none of them overlapped. Much to my joy, the wraps relieved it! However, the next day I felt a wet trickle down my lower back. Much to my horror, blisters had formed where the sticky tape made contact with my skin! Agony!! The doctor was sure that it happened from the "sticky" from the thermacare wraps! Ever had this problem come up before??? Thought you should know! I really can't ask for a refund because your product works above and beyond. However, it also worked in a way it was not supposed to or warned about, leaving me in an oozy, blistering different kind of hurt! Please bring back the thermcare packs with the belt! Thank you." The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Follow-up (23jan2017): follow-up attempts are completed. No further information is expected. Follow-up (17nov2016): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "blister" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.